Event description:
A customer initially reported receiving a "replace sensor" message upon scanning the freestyle libre 2 sensor and ordered a replacement device. The customer further reported that due to a delivery delay of the replacement, the customer did not have a device to monitor glucose and experienced dizziness, headache, and loss of consciousness. The customer went to the hospital; however, no additional details were provided. It is unknown if the customer received treatment for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported receiving a "replace sensor" message upon scanning the freestyle libre 2 sensor and ordered a replacement device. The customer further reported that due to a delivery delay of the replacement, the customer did not have a device to monitor glucose and experienced dizziness, headache, and loss of consciousness. The customer went to the hospital; however, no additional details were provided. It is unknown if the customer received treatment for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported receiving a "replace sensor" message upon scanning the freestyle libre 2 sensor and ordered a replacement device. The customer further reported that due to a delivery delay of the replacement, the customer did not have a device to monitor glucose and experienced dizziness, headache, and loss of consciousness. The customer went to the hospital; however, no additional details were provided. It is unknown if the customer received treatment for the reported issue. There was no report of death or permanent impairment associated with this event.